Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the two ipg was replaced. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging with the two ipgs. The patient will undergo replacement of the two ipgs with one new ipg.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial#: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was having difficulty charging with the two ipgs. The patient will undergo replacement of the two ipgs with one new ipg.